Event description:
It was reported that during a balloon-occluded retrograde transvenous obliteration treatment procedure, a missing coil was noted the target lesion was located in a renal vein shunt. This 4mmx8cm idc 18 soft coil was inserted and advanced through another manufacturers' micro catheter. While advancing the device through the catheter the physician was only able to see the interlocking arm under fluoroscopy. The device was removed and it was noted that the coil was missing. It is not thought that the coil detached inside the patient. Intermittent flush was maintained during the procedure. The procedure was completed with another idc coil. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).